Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was discarded by the facility and will not be returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a revision procedure, during removal of a 3.5mm compression ft screw, the driver tip broke. The surgeon had placed a guide pin in the screw to guide the driver into the screw, so when the driver broke, the broken piece stayed on the guide pin and was easily retrieved from the patient. To complete the screw removal, the surgeon opened up the knee and completed the hardware removal using the non-cannulated t10 hex driver that we also had in the set. Additional information provided 6/26/2018: patient underwent 11 months post-op revision for knee compartment pain, doc was unsure if the screw was causing this issue but the patient's pain persisted. He wanted to see what was going on in the knee and since he was going in, he would remove the screw. Removed an ar-8730-xxh, surgeon believed the size was 24mm in length. Additional information provided 6/27/2018: the original dos was (B)(6) 2017. Screw removed was an ar-8730-24h, lot: 10029598.